Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged one day post implant. A revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.